Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed two raw spots on her back from the lifevest electrodes rubbing. The patient was diabetic, and her physician advised her to remove the device to let the irritation heal. Follow-up attempts were unsuccessful. The patient's medical outcome is unknown at this time.